Manufacturer narrative:
Analysis of the pacemaker identified a stripped v-setscrew inset (30%). The pacemaker was functionally tested in the laboratory and no anomalies were identified. With correct and full insertion of the returned torque wrench, both setscrews could be fully tightened until the wrench clicked. The reported field event of difficulty securing the ventricular lead into the device header is consistent with incorrect wrench insertion into the setscrew by the user.

Event description:
During the initial implant of the device, the atrial lead was securely connected to the header. The ventricular lead could not be secured to the device header when attempting to tighten the set screw. The device was explanted and replaced and the patient was stable with no consequences.